Event description:
It was reported a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately two weeks post device system explant. Additional information obtained reported the patient was admitted to the hospital with e coli and (B)(6) bacteremia. The device system was then explanted and a temporary pacing lead was implanted. The patient continued to deteriorate developing respiratory failure and was intubated. The patient developed septic cardiogenic shock, was made a do not resuscitate and died. The cause of death was noted as cardiogenic shock related to sepsis with multisystem organ failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2013. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report submission that would have been due on (B)(6) 2013. Information was subsequently received on (B)(6) 2013 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: 4592-53 implantable pacing lead implanted: (B)(6) 2013; 5076-58 implantable pacing lead implanted: (B)(6) 2013; 6944-65 implantable tachy lead implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).